Event description:
Customer reported that due to a connection issue between the inner cannula with twist lock and outer cannula there was air leakage the incident happened within last week (B)(6) at ICU at the hospital. The info provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed that no additional harm to the pt.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.